Event description:
The daughter of a female pt contacted lifecor customer support to report that the battery packs would not power up the monitor. The pt services representative (psr) visited the pt and replaced both battery packs.

Manufacturer narrative:
Device manufacture date. Battery packs. Device eval summary: device evals of battery packs have been completed. Both battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event occurred, due to the defective battery pack. The pt received replacement battery packs.